Manufacturer narrative:
Citation: katharina hellhammer. Red cell distribution width in anemic patients undergoing transcatheter aortic valve implantation. World j cardiol. 2016 feb 26;8(2):220-30. Doi: 10.4330/wjc.v8.i2.220. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of baseline red cell distribution width (rdw) and anemia on outcome in patients with aortic stenosis undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between august 2009 to august 2013. The study population included 376 patients (predominantly female; mean age 81 years), an unknown number of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients, adverse events included: the need for pacemaker, myocardial infarction, stroke, conversion to open heart surgery, sepsis, bleeding and vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.